Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incident reported from this lot. All available information was investigated and the reported positioning failure (grasping) appears to be due to a combination of patient morphology/pathology and procedural circumstances. The reported poor image is as a result of the procedural conditions/difficulty in visualities. Additionally, the reported patient effect of tissue damage also appears to be due to procedural circumstances. The reported patient effects of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip (90513u210) was successfully implanted, reducing mr to a grade of 3. To further reduce mr, a second clip (90514u280) was advanced, and grasping was performed. Due to poor imaging, grasping was difficult. The leaflets were grasped and while closing the clip, it was noted that the anterior leaflet slipped out. Grasping was performed again, and the anterior leaflet slipped out again. At this time echocardiogram showed a small rupture of the anterior leaflet, causing mr to increase to a grade of 4. The clip was repositioned, but mr was not able to be decreased to a sufficient level. The clip was retracted and removed. The procedure was stopped, and mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.